Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocated knee after the patient fell. It was also reported that the surgeon swapped out the poly.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination.